Event description:
Flare in left knee [arthritis]. Case description: this event occurred in a post-market clinical trial. Study treatment is unblinded. Clinical trial report received on 03-jul-2008 from a physician regarding a female with a history of osteoarthritis, who experienced a "flare" after receiving synvisc. The patient participated in protocol entitled "an observational study investigating the relationship between the presence of hyaluronate-positive granuloma and acute local reactions associated with intra-articular synvisc injection. "In the patient's second series of injections into the left knee, it was noted that a flare occurred in 2004. Aristospan was given to "settle this". The physician assessed the severity as mild and the relationship between synvisc and the event as possible. The patient recovered without sequelae on an unknown date.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.